Manufacturer narrative:
The liat analyzer serial number was (B)(6) . Due to the overall performance of the panel sample, it is most likely there was low-level contamination in the alleged run. The issue was consistent with cross-contamination. A systemic issue with the reagent was not identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for a single sample of the qpoint multiplex respiratory panel while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The expected result for this panel sample was "not detected" for sars-cov-2. The alleged sample initially generated a positive result for sars-cov-2. A different sample tube was retested on the same cobas liat analyzer five times with a negative result each time. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.